Event description:
The pt presented with signs of early battery depletion along with an extended charge time. The faxed diagnostics also indicated a drop in pacing lead impedance. The decision was made to explant the device.